Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia valve, resistance was felt with the insertion of the delivery system into the 14f esheath+ and a bent valve strut was noted as the valve exited the sheath. At the time the valve was advanced through the esheath, the valve strut perforated through the liner. A new device was prepped and implanted without difficulty. Dissection of the cfa occurred due to the bent valve strut. Pressure was held, and the patient was closely observed. No further intervention was required to treat the dissection. The patient was discharged stable after the procedure. It was noted that the loader cap may not have been fully inserted and had inadvertently slipped back during insertion of the delivery system, which may have caused the bent strut.

Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 codes have been added: component, type of investigation. H6 codes have been corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report being submitted for this case. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Post procedural photos were provided and reviewed. It was observed that the sheath liner was punctured/torn and there were multiple bent struts observed on the valve. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for resistance and liner puncture were confirmed based on provided imagery. The IFU and training manual advise to "insert loader completely into sheath until it stops." The loader must be completely inserted into the sheath before the delivery system and valve are inserted. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub and proximal strain relief. If the loader is not fully advanced, it may lack stability and shift backward during system insertion. This instability can cause the valve to catch on the sheath's internal hub surface, leading to frame damage and increased resistance. The altered valve profile (bent strut) could subsequently catch on the ptfe liner while attempting to advance the system, causing the liner to sustain damage. In this case, it was reported that "the loader cap was not fully inserted or slipped back," which likely resulted in interaction between the crimped valve and the sheath hub during delivery system insertion, leading to frame damage at the inflow side of the valve as reported and observed. As such, available information suggests that use error (incomplete loader advancement, loader instability) and/or procedural factors (catching of bent valve strut) may have contributed to the reported event contributing to a minor vascular injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.